Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the 30-degree endoscope rotated unintentionally when it was installed to arm, and 0-degree endoscope had some problem. The tse explained the guided tool change may have been activated at that time and explained how to cancel it. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the clinical engineer informed the assistant just attempted to invert the up-down when the endoscope was to be removed from the arm. But as the guide tool change was effective, the assistance could not invert the image. There was no inverted image. The instrument moved freely with uncontrolled motion. There was no reverse control on system arms. The surgeon confirmed desired orientation when endoscope was installed. There was an indication of the image orientation provided to the user via user interface. There was no damage observed on the endoscope adapter/base such as missing screws or component. The endoscope was manually rotated 180 degrees. The vision issue did not result in patient injury.